Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (30734775)) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00898. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the 4.5mm x 28mm enterprise® vascular reconstruction device (enc452812 / 7002191) was impeded in the proximal section of the concomitant 150cm x 5cm prowler select plus microcatheter (606s255x / 30734775) and could not be further advanced. The physician removed the microcatheter and the stent from the patient and switched to new devices to complete the procedure. It was reported that the procedure was prolonged by approximately 30 minutes. There was no report of any negative patient impact. On 01-dec-2023, additional information was received. The information indicated that the target of the procedure was a middle cerebral artery (mca) aneurysm in a 48-year-old male patient. A continuous flush was maintained through the microcatheter. When the stent was removed from the patient, it was still on the delivery wire. The stent was impeded in the proximal section of the microcatheter. The replacement stent was another 4.5mm x 28mm enterprise® vascular reconstruction device (enc452812) and the replacement microcatheter was another 150cm x 5cm prowler select plus microcatheter (606s255x). The information confirmed that there was no negative patient impact. Regarding the 30-minute procedure extension being considered clinically significant, the information could not be obtained.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received in the product analysis lab on 09-jan-2024. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00898 and 3008114965-2023-00899. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 26-dec-2023. [Additional information]: on 26-dec-2023, additional information was received. Per the information, the lot number of the 4.5mm x 28mm enterprise® vascular reconstruction device (enc452812) was corrected from 7002191 to 7158894. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00898 and 3008114965-2023-00899. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigation finding of the returned device. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 150cm x 5cm prowler select plus microcatheter was received contained in the decontamination pouch. Visual inspection was performed. No appearance of damage was observed. The enterprise stent component was found detached in the microcatheter hub. The inner diameter (ID) and outer diameter (od) of the microcatheter were measured and confirmed to be within specifications. The microcatheter was flushed using a lab sample syringe. After that, a 0.018-inch (0.04572 cm) guidewire lab sample was introduced into the received microcatheter and it was advanced. No resistance or friction was felt when the guidewire passed through the proximal aspect of the device. The guidewire got stuck when it reached 70 cm from the proximal end, this area was then dissected and the inner lumen was found saturated with residues of dried saline solution. The issue regarding resistance at the proximal section of the microcatheter cannot be confirmed with the evidence available since the guide wire was able to pass through the proximal section of the microcatheter without significant resistance until it reached the occluded section. It is possible that other clinical and procedural factors that cannot be replicated during the analysis may have contributed to the reported failure. The dried saline solution residues found inside the microcatheter suggest that an adequate flush was not maintained, resulting in a blockage that could have led to the strong resistance felt during the advancement of the enterprise system. According to the risk documentation, an insufficient flushing is a potential failure mode that can compromise the performance of the therapeutic device. There is no indication that the issue reported in the complaint results from a defect inherently related to the device. A review of manufacturing documentation associated with this lot (30734775)) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. The instructions for use (IFU) contains the following caution: if strong resistance is met during manipulation, discontinue the procedure, and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00898 and 3008114965-2023-00899. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.